Event description:
A report was received that the patient's ipg was no longer charging. The patient underwent an ipg replacement procedure. Device malfunction was suspected as they were not able to get out of hibernation. The patient was doing well post operatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.